Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) rejected thirteen (13) 139112ext, ultraclean electrode blade 4", due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Thirteen (B)(4) were received in unopened original packaging , the reported catalog and lot numbers were verified. Visual inspection found that the top seal (opposite the chevron side) was angled and may have lead to a breach of the sterile barrier. Dye leak testing found that eight devices had a breach of the sterile barrier due to the angled seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 47 complaints regarding 146 devices for this device family and failure mode. During the same time frame 3,053,240 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00005. Per the instructions for use, the user is advised the following; these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage this issue will continue to be monitored through the complaint system to assure patient safety.